Event description:
The treating doctor shared that the patients tooth root was fractured and an avulsion was performed (tooth 2.1) and will require an implant. It is unknown if the patient required any additional medical intervention or medications to alleviate the reported symptoms. It is unknown if any clinical or laboratory tests were performed. No additional information at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The potential root cause of this event is unknown. The treating doctor shared that the anterior contact could have contributed to the root fracture. Align's clinical review of available records indicates that tooth #3.6 had undergone root canal therapy and placement of an endodontic post; however, the distal root exhibited an unfilled segment within the canal obturation. Radiolucent areas were noted at both apices, suggesting possible periapical pathology, along with an ill-fitting crown and an enlarged periodontal ligament space. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.